Event description:
It was reported that during kit inspection the device was slow. No patient involvement was noted. No other adverse events were reported along with this event.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined the device motor speeds were lower than specification. The motor, reciprocating arm, and various bearings, springs, and gaskets were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.